Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reseat the sterile adapter and the endoscope, which resolved the reported issue. No site visit was conducted. As of the date of this report, the 30-degree endoscope has not yet been received by isi for evaluation. The probable root cause is attributed to improper customer setup. Based on the tse's notes, the system issue was due to a loosely connected, improperly seated, or disconnected sterile adapter.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the surgeon¿s horizon was off and had non-intuitive motion. The procedure was completing as planned with no reported injury.